Event description:
It was reported that during a da vinci si surgical procedure, the customer experienced intermittent bipolar and monopolar cautery energy functionality. The isi representative present for the procedure had the site exchange instruments, cautery cables and the generator (esu); however, they were unable to get the cautery function to consistently work. With the assistance of an isi technical support engineer (tse), the site power cycled the system, re-seated all esu related cable connections, and installed an external bipolar foot switch, however, the intermittent energy issue continued to occur. The system had been in use for approximately two hours when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) verified proper cautery functionality with the site's instruments, cautery cables and esus used during the procedure. The isi representative present during the procedure stated that the esu setting was below the isi recommended level. It was also observed that the site had the vision side cart (vsc), esu and two other devices plugged into one power strip, which was plugged into the wall with a single power cord. The plug was not totally secured in the wall outlet, therefore, may not have been well grounded. The fse advised the site to plug esu and vsc directly into wall outlets. The fse concluded that cautery issue experienced by the site was most likely caused by improper settings and system set up. As of september 17, 2009, there have been no reported recurrences of the issue at this hospital.